Event description:
It was reported that the device charger did not charge the ilet, and the user confirmed no charging response after trying multiple outlets and attempting to charge while the phone was on the charger; troubleshooting and education were completed, and a replacement charger was arranged. Symptoms included no user-reported adverse effects. Outcomes included no clinical impact and no need for medical attention. Investigation included remote technical review and user-guided troubleshooting. Investigation of this case revealed a suspected charger malfunction consistent with a power supply or charging accessory failure with no device alarms. It was concluded, based on previously established findings for similar reports, that the cause was a defective or nonfunctional charger.